Event description:
The reporter indicated that she experienced an er1 and retested on another meter that read her blood glucose at about 400 mg/dl. She cannot remember any other details because it happened a while ago.